Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of sensor anomaly. The customer's blood glucose level was 140 mg/dl at the time of the incident. The customer reported missing electrode after removing sensor from the body. Sensor glucose was not available. The product was returned for analysis.